Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. In this case it is possible that the gripper lever was retracted too far, or additional force was exerted while retracting the gripper lever, such that the gripper line broke; however this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted for separated gripper line, noted during device preparation. Patient injury is possible if this were to re-occur in the anatomy. It was reported that while preparing the clip delivery system (cds), and during device flushing, the gripper lever was pulled back. Following, the gripper line separated into two pieces. There was no patient involvement. Another device was used in replacement without issue. There was no additional information provided regarding the device issue.